Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip failed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results showed that the control wire inside of the handle and the distal section of the catheter were kinked, providing evidence that there was difficulty releasing the clip from the catheter during the procedure; therefore, this is now an MDR reportable event (see block h10 for investigation details). Additional information received on (B)(6)2020 it was reported that a resolution 360 clip device grasped and locked onto tissue, but would not detach from the catheter to deploy. Following the failure of the attempted deployment, it was observed that the control wire and the spring malfunctioned inside of the handle. Reportedly, the device was pulled off and the clip released successfully onto tissue. The procedure was completed with two more resolution 360 clips.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned attached to the control wire, indicating the device was fully deployed. The handle was inspected for further analysis, and the control wire was correctly attached to the spool; however, the control wire was kinked inside the handle. Microscope examination was performed on the device, and it was confirmed under high magnification that the catheter was kinked at the most distal section. The kinks in both the control wire and catheter indicate that there was difficulty releasing the clip from the catheter during the procedure. Dimensional examination was performed to further analyze the deployment issue; the handle was disassembled, and it was confirmed that the flattening wire was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. The investigation concluded that there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Additional information: blocks b5, e1, e3, e4, g3, h2, h6, h10. FDA registration # 0502420000-2020-8003

Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly and the yoke were not returned attached to the control wire, indicating the device was fully deployed. The handle was inspected for further analysis, and the control wire was correctly attached to the spool; however, the control wire was kinked inside the handle. Microscope examination was performed on the device, and it was confirmed under high magnification that the catheter was kinked at the most distal section. The kinks in both the control wire and catheter indicate that there was difficulty releasing the clip from the catheter during the procedure. Dimensional examination was performed to further analyze the deployment issue; the handle was disassembled, and it was confirmed that the flattening wire was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were confirmed to be within specification. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip failed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results showed that the control wire inside of the handle and the distal section of the catheter were kinked, providing evidence that there was difficulty releasing the clip from the catheter during the procedure; therefore, this is now an MDR reportable event.